Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple cables and power sources. The customer also reported that the pump battery depleted from 45% to 5% in the last 12 hours. There was no reported impact to the customer's blood glucose level. It was indicated that the customer would use manual injections as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.